Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was not working. The pump was in good condition, there was no physical damaged found on the pump, the labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative confirmed the dso sensor would be replaced.

Event description:
It was reported that the device showed the error message, "cassette not connected properly / reinsert cassette". The event occurred during an infusion change. The incident took place in the monitoring section. The user of the device during the incident was a caregiver, and there was unknown patient involvement.